Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-06856, 1627487-2023-05055 . It was reported that the patient's leads had migrated and the ipg had flipped in its pocket. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. The lead was received cut but complete. The lead was cut during the explant procedure. Microscopic inspection of the lead segments did not identify any fractures.